Manufacturer narrative:
(B)(4)

Event description:
Covidien received an email from the customer reporting 3 endotracheal tube cuff failures that leaked during ventilation. No adverse event or required intervention was reported. Additional information has been requested. The 3 incidents (one for each tube) are referenced on our reports 2936999-2016-00354, 2936999-2016-00355 and 2936999-2016-00356.

Manufacturer narrative:
(B)(4). The failure mode, cuff won't inflate, was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (cut in cuff) would have been detected during the 100 percent inflation/deflation test, therefor; the failure mode is not confirmed as related with the manufacturing process.